Event description:
A 65-year-old female patient (120 kg) received ivtm therapy following a fever of 42°c, with suspected meningitis. The quattro catheter (lot # 208095) was successfully inserted into the patient's left femoral vein on the first attempt. The patient's temperature at the start of therapy was 42°c, with a target temperature of 37°c at the max rate. After approximately 14 hours of treatment, when the patient's temperature was 37,8°c, the saline bag was found empty, triggering an air trap alarm on the console. The quattro catheter was flushed in accordance with the IFU, but no saline emerged from the out-lumen. Aspiration from the in-lumen confirmed the presence of blood. The catheter leak was suspected. The catheter was then removed. No consequences or impact to the patient. The current condition of the patient is unstable, sedated, and ventilated.

Manufacturer narrative:
The reported complaint of a suspected leak in the quattro catheter (lot 208095) was confirmed during the functional testing of the catheter. A bonding leak was observed at the distal end of the medial 1 balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 1 balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for a quattro catheter with lot number 208095.